Event description:
There was no patient impact associated with this complaint. It was reported that all keypad buttons (up arrow, down arrow, okay, and contrast) were unresponsive. There is no additional information available about this complaint. The complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4): the keypad was intact with no damage observed. The keypad buttons were tested and found to be fully responsive. At the time of testing the user's complaint could not be confirmed. However the rubber keypad was lifted and contamination was found under the up and down arrow key contacts as well as the okay key contacts.

Manufacturer narrative:
(B)(6). There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.